Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a high out-of-range (oor) shock lead impedance measurement of greater than 200 ohms on the right ventricular (rv) channel via the patient remote monitoring system. The patient was seen in clinic and their system evaluated in different shock vectors. High impedances and noise due to physical manipulation were seen in two of the three vectors tested, but were in range and stable in the third with little noise observed. There was no apparent lead damage visible on fluoroscopy. All other rv channel diagnostics were normal. The device was programmed to deliver therapy via the stable vector and the patient will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.